Event description:
It was reported that (2) devices were used during a lung resection. It was reported by the affiliate that the ez45b, with a zr45b, the instrument did not staple. Another instrument was used to complete the case. There was no consequence to the pt.